Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that the truespan meniscal repair system peek 12 degree device did not fire. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the observation revealed that the needle was broken off from the shaft; also, mechanical deformation in the broken area was found. The implants were not received for evaluation. The suture was damage, the distal ends were frayed. A manufacturing record evaluation was performed for the finished device lot number: 8l98826, and no nonconformances were identified. Based on the results and condition of the device, this complaint be confirmed. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking. Also, when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and caused a suck issue. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However a video was provided. Upon visual inspection of the video, a blocked red trigger can be observed as the device trigger is being pressed by costumer; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l98826, and no nonconformances were identified. The video does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause for the deploy failure reported could be attributed to a portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the first plate when it was going to be deployed. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.